Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2021 and (B)(6) 2021. The intraocular lens (iol) was not received for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient experienced blurry vision and the intraocular lens (iol) was explanted from the patient's right eye. Another johnson & johnson iol (different model zcu150 and different diopter of 20.5) was implanted as a replacement. There was no patient injury, and no additional medical or surgical procedures were performed. The patient is doing well post-operatively. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jan 06, 2022. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half. Based on the return condition of the lens, no further product evaluation could be performed on the lens. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.